Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
It was reported that a pump stops rotating because of broken belts. Complaint: (B)(4).

Manufacturer narrative:
It was reported that a pump stops rotating because of broken belts. As stated by the ssu on (B)(6)2020 via e-mail the the issue has been solved by the distributor, no field service technician was onsite therefore.(see e-mail in file attachments).the broken belts were replaced, all necessary checks and measurements performed and pump works fine. The broken belts are not available for further investigation. However the reported failure was already investigated in a similar complaint (B)(4) lce report 04325 dated on(B)(6)2020 with the following outcome. Visual inspection: both belts were completely torn and in addition, they have breaks in the profile wedge at several points. On new belts, the rib profile is on the outside and the wedge on the inside. Both investigated belts are twisted so that the wedge lies on the outside. This indicates that both belts have twisted around their longitudinal axis during operation. This leads to the wedge profile being overstretched and breaking, since it is not designed for this type of load. The following causes can be considered as the cause of the twisting: 1. Belt profile error causing them to not run properly in the rpm pulleys. 2. Different height of the two pulleys. 3. Belt pulley profile error. 4. Faulty belt tension. Thus the reported failure could be confirmed. The reported failure happened during patient treatment. The hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending

Event description:
Complaint: (B)(4).